Event description:
Customer reported that the alarm has power, but does not sound when weight is removed from the sensor. Batteries have been replaced with a new supply. Customer reported that the battery contacts appear to be loose. No other visible damage to the outside of the alarm. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product found the battery door missing, the case cracked near the battery door, the liquid label torn and a piece missing, the battery springs extremely bent. The damaged on the case would keep a battery door from closing properly if one was to be installed. Unit could not be powered up with batteries since the battery door is missing. Unit powers up with an external power supply and passes all functional tests. Note: instructions for use states that the posey sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting a service with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. (B)(4).